Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient was given several physicians names and numbers. The patient was very grateful and stated that they would let the rep know when they could get an appointment. The patient has still not contacted the rep about when that would happen. No further complications were reported.

Manufacturer narrative:
Event date: date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant was not coming on and off as it should. The caller stated the patient had lost 50 lbs in the past 2.5 years and the implant site was uncomfortable. Additional information received reported that the caller did not hear from anyone regarding doctors in their area; physician listings were sent. The indication for use was complex regional pain syndrome type I.